Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The explanted device will not be returned as it was disposed by the facility.